Event description:
It was reported that the device would alarm "connect cable" when attempting to charge. Also, the device would not recognize the paddles. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.